Event description:
A report was received that the patient had difficulty charging due to ipg had flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device profile revealed a low charging current that is the typical symptom of improper depth and/or tilting of the ipg. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging due to ipg had flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively.